Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27 navitor vision was used for implantation, utilizing a large flexnav on a patient with vessel calcification, kinking, and tortuosity. While introducing the flexnav system, the nose cone of the flexnav and safari guidewire was kinked massively. Therefore, the system was fully retrieved from the patient¿s body, and a new flexnav was used. A 20 fr. Medtronic sentrant sheath was then introduced, and the valve was successfully implanted without any incidents. All 3 retainer tabs were fully released. The implantation ended with a right femoral vessel complication, which had to be treated surgically, due to a vessel cut in height of femoral head. The patient was reported to be stable and in good condition. There was no clinically significant delay in the procedure.

Event description:
Subsequent to the previously filed report, additional information was received: in the physician's opinion, the insertion of the flexnav caused the vessel damage.

Manufacturer narrative:
An event of material twisted/bent was reported. Information from the field indicated that during the insertion of the flexnav delivery system, the nose cone of the flexnav and guidewire (safari) was kinked massively, with vessel calcification. A replacement flexnav was used to deliver the valve with no reported issue. However, after the implantation ended with a right femoral vessel complication, which had to be treated surgically, due to a vessel cut in height of femoral head. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported event was due to calcified patient anatomy. The reported bent is consistent with damage during use. The reported vascular dissection appears to be a cascading effect of the material twist/bent (resistance was noted that led to the delivery system to kink). The reported surgical intervention was a result of case-specific circumstance as surgery was required to treat right femoral vessel cut. There is no indication of a product quality issue with regards to manufacture, design, or labeling.